Event description:
Received email from facility that alleged the head hilow is drifting down. Facility stated that there were no injuries and a patient was not in the bed. Facility stated that the bed had not been put into use yet.

Manufacturer narrative:
Account stated that he swapped out the solenoid and valve, and the problem was resolved. The head hilow valve was defective.